Event description:
On (B)(6) 2011, patient reported that he dropped his infusion device in a hot tub on (B)(6) 2011 at 3:00 p.m., and he removed the infusion device and dried it out. The infusion device later displayed an a2 battery low alert and then shut off without providing an e2 battery depleted error. Patient changed the battery two times, and the infusion device display gave "mixed messages" and "was not correct." Patient was unable to read the display as the entire display had missing and erroneous segments. The infusion device then displayed an unclearable e8 power interrupt error on the day of the report. The infusion device, adapter, and cartridge were replaced and requested for evaluation. No physiological effects were reported, and patient did not require treatment from a health care professional or second party to address the issue.